Event description:
The hosp reported that during a coronary artery bypass procedure, 1 heartstring seal did not deploy out of the delivery tube into the aorta, and the next 2 heartstring seals cracked while loading the seals into the delivery tube. The surgeon used a side biter clamp to complete the procedure. No pt complications were reported by the hosp. This report is for the first seal.

Manufacturer narrative:
After the procedure, the hosp discarded the product. Since the product was not returned to guidant cardiac surgery for eval it will be difficult to confirm the reported problem.